Event description:
It was reported by service report that the cot thread post was stripped. The cot post was not bolted to the outer base tube. No patient involvement or adverse consequences are reported.